Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had a black screen. This was observed during a dexmedetomidine infusion at 0.2mcg/kg/hr for a volume to be infused (vtbi) of 90ml on the cicu (cardiac intensive care unit). The nurse had the pump on standby for the medication drip (gtt) and when the pump was turned back on, the only thing on the display was the word "dex". The pump was restarted again and warmed up; however, the pump went to a black screen. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11. H11: a device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.